Event description:
During a ptca treatment procedure, the maverick otw 15/2.5 mm balloon would not deflate. The lesion being treated was a calcified, 90% stenotic lesion in the left circumflex (lcx) coronary artery. The physician used a 7f terumo introducer sheath for vascular access and a bmw 0.014" guidewire and a 7f mach 1 cls3.5 guide catheter to cross the lesion. It is noted that the physician met resistance while attempting to cross the lesion. It is noted that the physician met resistance while attempting to cross the lesion with the maverick otw balloon catheter. He also, apparently, pulled on the balloon catheter after having passed the lesion 'to remove tension' and again noted resistance. The maverick otw balloon was successfully inflated at the lesion site, but the physician thought that the balloon did not completely deflate for removal. He subsequently pulled forcefully on the balloon and removed it as a unit with the guide catheters. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.